Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event(s) of abdominal infection (likely sterile peritonitis) and constipation. The pdrn stated the likely cause of the abdominal infection was improper aseptic technique. It is well established that patient¿s undergoing pd therapy are at high risk for infections of the peritoneum. Based on the information available, there is no documentation or evidence indicating the liberty select cycler and/or the liberty cycler set caused or contributed to a serious adverse event. Additionally, there is no evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the pdrn reported the patient has medical issues (unspecified). Per the pdrn, the patient had issues with severe constipation and an abdominal infection. Upon follow up, the pdrn stated the patient was cultured for an infection and came back negative for any growth. Pdrn stated that patient¿s white blood cell (wbc) count was greater than 200. The pdrn stated that the patient was started on antibiotics, cefazolin and ceftazidime (1 gram, intraperitoneal, two weeks), for the high wbc count. Pdrn stated the infection was related to the patient¿s lack of aseptic technique during treatment. Additionally, the pdrn confirmed that the patient was constipated, however is an ongoing issue with the patient. The patient is prescribed a daily laxative (details unknown), however was not compliant in taking the medication, resulting in constipation. The pdrn stated that stated that the patient resumed their daily laxative and the constipation resolved. The pdrn confirmed that the patient has continued with their peritoneal dialysis therapy.